Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure involving a qdot micro¿ catheter and experienced difficulty breathing. The finding was detected after pulmonary vein isolation with qdot micro¿ catheter (with normal use and workflow). The physician observed a difference before and after the procedure, and a partial diaphragmatic paralysis was confirmed by a computed tomography (CT) scan. The reporter indicates this discovery was made "3 month after the procedure during a control to a pulmonologist."